Event description:
According to the reporter, during a procedure, the surgical wire broke at the time of use. The issue occurred on eights sutures from the same batch.

Manufacturer narrative:
D10 concomitant products: cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. One representative device and a photo were available for e valuation. Visual inspection noted that light inspection of the breathable pouches noted no breaches or damage. The needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and no damage to the retainers. A tactile and microscopic inspection of the sutures was performed. Varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of several sutures. The foil pouches were inspected and no signs of damage or abnormalities were identified. Functional testing found that the breathable pouches were opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while loading the sutures into the instron machine. The instron then pulled the sutures at a rate of 300 mm/min until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet the mean and individual specifications. It was reported that the needle detached from the thread. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. It was also reported that the suture was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3 correction: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the surgical wire broke at the time of use. The needles also detached from the threads. No device component fell into the patient's cavity. The issue occurred on eights sutures from the same batch. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted five needles and three violet sutures. The information on the packaging matched the reported in formation. It was reported that the suture was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: needle detached. Visual examination noted that three needles were observed to be detached from the suture. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.